Event description:
The patient noticed their blood glucose levels rising to 18 mmol/l (324 mg/dl) after wearing the pod on the leg for 2 hours. Patient had discomfort and the pod was not working well as when it went on he could feel it was not feeling right. The patient contacted his doctor and was advised to remove the pod. Upon removal, the patient confirmed the cannula did not insert completely into the insertion site. A new pod was applied and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.